Manufacturer narrative:
The detergent used to rinse the cells contains naoh. If the rinse unit leaks, droplets of the detergent can enter the cells causing minor dilution of most clinical chemistry tests, but affecting the sodium parameter to a greater degree due to the sodium in the detergent. This is consistent with the rinse unit valves replaced by the fse fixing the problem. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of intermittent very high results for patients tested for sodium (na) on a cobas 6000 c (501) module. The customer provided an erroneous result for 1 patient sample. The initial na result was > 300 mmol/l. The customer stated the repeat result was "correct." The actual result was not provided. According to product labeling, the expected results for na are between 136 - 145 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site. The rinse unit was checked and the fse replaced 2 valves. The system is now working within specification. The customer has not complained of any other issues.